Event description:
While an orthopedic surgeon was using this drill during a case, the drill would continue to run even when the switch was in the off position. The drill had to be unplugged in order for it to stop.